Event description:
On (B)(6) /2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. At the time of the initial call to lfs, the patient reported that on the morning of (B)(6) 2014 she obtained blood glucose readings of ¿197 mg/dl¿ with the subject meter and ¿141 mg/dl¿ on her relative¿s meter, performed within a minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. During the follow-up call, the patient informed the mss that she began to test with the subject meter approximately 2 weeks prior to contacting lfs. Prior to testing with the subject meter, the patient stated she was testing with a different brand meter and would obtain morning fasting blood glucose readings in the ¿80¿s-90¿s mg/dl¿ and before lunchtime would obtain results between ¿110 and 120 mg/dl¿. The patient reported that since she began to test with the subject meter her blood glucose readings were in the ¿170 to 190¿s mg/dl¿ range. The patient manages her diabetes with a combination of novolog and levemir insulin and victoza. The patient reported that in response to the elevated results she was obtaining with the subject meter she would take an increased dose of novolog insulin (adjusted based on a sliding scale) and was also eating less. The patient mentioned she also contacted her endocrinologist who advised her to take increased dose of levemir insulin (from 35u to 60u at bedtime) in addition to advising her to take an increased amount of victoza. On more than one occasion (dates not provided), the patient reported developing symptoms of feeling shaky, sweaty and hunger; symptoms she associated with a low blood glucose. The patient reported she would eat something with sugar in response to symptoms and confirmed she would feel better afterwards. The patient claimed that on (B)(6) 2014 she contacted her endocrinologist again to explain the symptoms she had been experiencing and she was advised to go back to taking her original dose of levemir insulin (35u) and also taking her original dose of victoza. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2014). The patient¿s meter has been returned on 8/15/2014 and evaluated by lifescan product analysis on 8/21/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (09/22/2014).the patient¿s test strips have been returned and evaluated on 9/3/2014 by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.